Manufacturer narrative:
Litigation papers received. Litigation claims erosion of the acetabulum, pain, fluid build-up and difficulty ambulating. The side has now been identified. There is no additional information that would affect the outcome of this investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2013 - patient's medical records were received. Records indicate upon revision corrosion was found. Stem added to the complaint. The complaint was reopened. Litigation papers received. Litigation claims erosion of the acetabulum, pain, fluid build-up and difficulty ambulating. The side has now been identified. There is no additional information that would affect the outcome of this investigation. (Right hip). A complaint database search finds no other reported incidents against the newly added product and lot combination since its release for distribution. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical study patient was revised to address metal-on-metal disease, metallosis, dark tissue, and osteolysis. **update** (B)(6) 2013 - patient's medical records were received. Records indicate upon revision corrosion was found. Stem added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.